Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During defibrillation threshold testing, the device did not deliver a shock due to an over-current detection alert indicating that the high voltage lead impedance (hvli) of the right ventricular (rv) lead was too low. The lead was capped and replaced, and the patient was stable with no consequences.